Event description:
Description of original complaint: as the emg tube was being removed from the packaging, a member of the anesthesiology team noticed an electrode monitoring wire was extending from the inflation cuff. The emg tube was removed and a second exposed wire was seen extending from the inflation cuff. Relevant events and information obtained from the report: the review of the device history report did not indicate any abnormalities in the manufacturing of this lot. A review of the complaint history indicates there have been no reports of this nature for this lot. One item was received and the report was confirmed; one of the product electrodes had exited the lumen and pierced the inflation cuff exposing 2 cm of the electrode. The cuff was carefully removed from tube exposing the wire which had punctured it. It was then noted that both blue-lead wires were protruding from their respective lumens, although only one had punctured the cuff. Both wires entered their lumens properly on the distal side of the 30mm exposure channel, but had exited the side of the lumens under the cuff. The lumens were observed under a 20x magnification, and no other anomalies of the lumens could be detected.

Manufacturer narrative:
No medwatch form 3500a was received from the customer. Any missing or incomplete data from this form 3500a is the result of information not being provided by the reporter despite multiple attempts to obtain the required information, and these attempts are documented in the complaint file. This product was used for treatment and not for diagnosis.